Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Event description:
It was reported by the patient their device was fine three months ago and now the physician told the patient the device will only last four to five more months. Follow up with the clinic was done and no additional information was received. The device remains in use. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient their device was fine three months ago and now the physician told the patient the device will only last four to five more months. Follow up with the clinic was done and no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.